Event description:
It was reported that pump touchscreen was cracked and shattered, which made display illegible and touchscreen unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate pump for insulin therapy.